Manufacturer narrative:
D4 expiration date - added h4 manufacturing date ¿ added due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained and the patients anatomy was described as 'moderately torturous'. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during procedure, the subject stent was ribboning at mid segment as the subject stent was not opening at all. It was prematurely deployed in microcatheter. No patient clinical consequences were reported. No other information is available about this event.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during procedure, the subject stent was ribboning at mid segment as the subject stent was not opening at all. It was prematurely deployed in microcatheter. No patient clinical consequences were reported. No other information is available about this event.